Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital . Block h6: imdrf device code a0501 captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During preparation, it was noticed that there was no wire connection in front of the bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block h10: the returned speedband superview super 7 (handle assembly and irrigation tube only) was analyzed, and a visual evaluation noted that the handle slot did not have evidence that the trip wire was secured. The irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of suture detached cannot be confirmed since the suture was not returned, and only the handle assembly and irrigation tube components were returned. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During preparation, it was noticed that there was no wire connection in front of the bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.